Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the me, the screwdriver blade (703663 variax2 sd blade t8) broke when the screw was unscrewed. Replacement was available"

Manufacturer narrative:
The reported event could be confirmed, since the tip of the screwdriver is broken off. The device inspection revealed the following: the visual inspection has shown that the tip of the screwdriver is broken off, no fragments returned for evaluation. The remainder of the tip is twisted in counter-clockwise direction. This indicates that during the loosening of a screw a plastic deformation occurred due to high torsional force. The microscopic evaluation has shown that the view of the fracture face is typical for a brittle overload fracture with chevron marks and a shear lip on one side. The shear lip indicates that the device was exposed to high lateral forces when it broke. Based on these findings it can be concluded that a combination of high torsional and lateral forces during the screw extraction did lead to a mechanical overload. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was finally attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload during the extraction of a screw. In this relation following statement of the implant extraction set operative technique can be mentioned: the development of locking plate technology has led to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. In order to help protect the soft tissue from excessive heat and metal debris accumulation, irrigation and suction should be used in combination with cutting tools. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the me, the screwdriver blade (703663 variax2 sd blade t8) broke when the screw was unscrewed. Replacement was available"